Event description:
Narrow catheter tube inserted at base of neck and numbed the entire shoulder and arm down to the hand for three days; supposed to be wearing off; anethesiologist called daily to get readings from it; told to pull the tube out; numbness never really wore off completely; problems and soreness at base of neck at site of insertion; still numnbess in hand, lack of grip; told by orthopedists that is neuro_ogical problem caused by pump; says that others in dr's office had same problem from pump; the product, when event occurred, was being used by anesthesiologist under experimental conditions, not yet approved and they were not telling pts. Report this to state.